Event description:
The handle melted after sterilization. Spare product was shipped to the hospital before the medical procedure.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding santoprene handle degradation was reported. The event was confirmed. Method & results: -device evaluation and results: visual analysis confirmed the reported event. The handle was returned degraded. -medical records received and evaluation: not performed because patient factors did not contribute to the reported event. -device history review indicated all devices accepted into stock met specification. -complaint history review indicated there have been other events associate with the reported lot. Conclusions: a CAPA was initiated because a series of complaints were received for triathlon instrumentation where green santoprene over-mold handles have been reported to be degrading, becoming sticky and unstable. This event was determined to be under the scope of a CAPA. Chemical and cytotoxicity tests showed the degraded santoprene is non-toxic. The ability to clean and sterilize the degraded instruments has not been compromised.

Event description:
The handle melted after sterilization. Spare product was shipped to the hospital before the medical procedure.